Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a missed meal announcement following a pizza meal while using the ilet, and was advised to refrain from announcing the meal and allow the system to correct the glucose level. Symptoms included elevated blood glucose with a reported peak of 400 mg/dl over approximately two hours, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-monitoring at home without use of backup therapy, ketone testing, professional medical intervention, or facility transfer. Investigation included complaint intake and troubleshooting with education regarding appropriate use of meal announcements and expected automated correction behavior. Investigation of this case revealed no device alarms or malfunctions and no device component issues, and the event was consistent with missed meal announcement resulting in postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a missed meal announcement leading to delayed insulin delivery and transient hyperglycemia.